Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's mother also reported that they received battery out limit alarm after battery change and failed battery test alarm. The customer's blood glucose was 573 mg/dl at the time of incident. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm during testing was noted. The motor passed the motor test. No unexpected failed battery test or battery out limit alarm was noted. The pump had minor scratches on the display window.